Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
61 year old male with history of cad, icm, htn, afib presented with acute on chronic decompensated hf. (B)(6) underwent impella 5.5 implant via axillary artery as a bridge to lvad. (B)(6) loss of optical signal with stable device function and patient well supported. (B)(6) noted to have melena with drop in hemoglobin requiring transfusion. (B)(6) lvad with explant of impella 5.5 without incident. During impella 5.5 support, loss of placement signal was observed. Patient support continued until the patient received a durable lvad. There were no adverse events related.